Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to clogging of the nozzle, the water removal ability does not meet the standard value. Due to the clogging of the air/water-tube, no air is fed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device did not go through the automated endoscope reprocessor. This occurred during reprocessing. There were no reports of patient involvement.